Manufacturer narrative:
(B)(4). The device history record review and service history review did not find any issues related to the reported problem.

Event description:
A patient alleged that an increased intraperitoneal volume (iipv) event had occurred on his homechoice. He called baxter during dwell 3 of 4 and reported that drain cycle 3 had been skipped allegedly due to a card reader error. He reported that the therapy program could not be read by the homechoice, so he changed the card. He reported that he felt bloated during dwell 3, so he performed a manual drain and the bloating was relieved. The manual drain volume was 4000ml. His fill volume was set to 2000ml and the final fill was set to 1200ml. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was unavailable therefore no device evaluation could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.